Event description:
It was reported that the foley catheter balloon had burst and fell out of the patient after it was placed during surgery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received 1 silicone foley catheter with no original packaging. No visual defects present. Further evaluation required. Functional evaluation noted using in house syringe the catheter was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Inflated with no difficulties and rupture was present on the balloon and deflated under 5 minutes with no difficulties. During inflation it was noted that asymmetrical balloon with a ratio of 70:30 which meets specifications which states "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft." Therefore an additional complaint was not opened for this failure mode. Also received 4 photo samples. First photo sample shows top view of catheter. Second photo sample zooms in on end of deflated catheter balloon. Third photo sample shows information present on inflation cap. Fourth photo sample shows top view of document written in native language. Based on the physical sample received the reported event is unconfirmed. Risk, labelling, and DHR review is not required as the reported event is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon had burst and fell out of the patient after it was placed during surgery.